Manufacturer narrative:
Summary of evaluation: the returned device is the old design. Design changes have been instituted to improve the durability of the device.

Event description:
Gamma target device broke. This event did not occur during a surgical procedure.